Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that recoil stenosis occurred. In (B)(6) 2017, the patient's qualifying condition was rutherford category 3 and the index procedure was performed on the same day. The target lesion was located in the left superficial femoral artery (sfa) with 75% stenosis, reference vessel diameter of 5mm, a length of 70mm, and was classified as a tasc ii a lesion. The target lesion was treated pre-dilatation using 4mm x 80mm balloon followed by standard percutaneous transluminal angioplasty (pta) with 5mm x 80mm sterling balloon. Following this intervention residual stenosis was 5%. Post dilatation was not performed. In (B)(6) 2018, the patient was noted with no improvement of claudication and cramping in left calf. On the same day, rutherford class was noted to be 5. Physical assessment on the left revealed trace brachial pulse, 2+ carotid pulse and 2+ femoral pulses in groin. Physical assessment on the right extremity revealed 1+ dorsalis pedis pulse. After eight days, selective left lower extremity angiogram revealed patent common and external iliac arteries, patent left common femoral artery and profunda, distal embolization of profunda femoris emboli, recurrent 70% focal proximal re-stenosis stretching 3-4 cm in length in the previously treated region during index procedure. The patient was diagnosed with recurrent stenosis in proximal left sfa. 70% stenosis in proximal left sfa was pre-dilated with 5mm x 4cm sterling balloon catheter. Post dilatation, 35% recoil stenosis was noted. The stenosis was treated with 6cm x 6cm innova self-expanding nitinol stent and post dilated with sterling balloon. Post treatment angiography revealed no significant residual stenosis or dissection. On the same day, the event was considered recovered/resolved.